Event description:
In situ testing showed affected channels. No information was provided about when the user or parents realized the device was no longer functioning. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
In situ testing showed affected channels. No information was provided about when the user or parents realized the device was no longer functioning. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition, a complete insertion of the electrode array was not achieved at implantation surgery. Reportedly 1-2 channels were left extra-cochlea. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition, a complete insertion of the electrode array was not achieved at implantation surgery. Reportedly, 1-2 channels were left extra-cochlea. However, to determine an exact root cause device investigation would be necessary. The device was explanted, but has not been received for investigation yet.

Event description:
In situ testing showed affected channels. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, a complete insertion of the electrode array was not achieved at implantation surgery, as reportedly 1-2 channels were left extra-cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ testing showed affected channels. The recipient has been re-implanted.